Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the identify clinical diagnosis was a change in efficacy after a fall in (B)(6) 2017. The hcp noted the event was ongoing and no intervention were taken. The hcp stated the patient noted they fell and subsequent worsened urinary incontinence symptoms. The hcp noted the event was possibly related to the device or therapy and was not related to the implant procedure. The hcp noted the patient fell suffering an injury to their neck, left arm, left side with a cervical 5/6 nerve injury. The patient noted they had worsened urinary incontinence since the fall. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on october 31st reported the event was not due to programming and the final programming date for the most recent interrogation prior to the event was (B)(6) 2017. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). They stated that the patient was reprogrammed on (B)(6) 2019 and had good responses with normal impedances. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the patient had worsening uui symptoms since the fall and that no testing had been done. No further complications were reported/anticipated.